Event description:
An olympus representative reported on behalf of the customer, that after using an evis exera ii colonvideoscope the patient had a bowel perforation at approximately 20cm during colonoscopy screening. The event occurred during the diagnostic procedure and was completed with the same device. Additional information regarding the event has been requested but has not been received.